Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. The sample was gravity primed. The sample was attached to the pump to replicate the reported defect of the air bubbles. Then the pump was tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested and no leakages were observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description ail. Detailed inquiry description new bag hung large air bubbles below the pump near reaching the patient. Stopped infusion to remove air. Pump did not alarm. No injury reported.